Manufacturer narrative:
The sample is serum with a gel barrier that was centrifuged for 10 minutes. System information was not supplied. Per customer, sample is not available to send to customer product line support (cpls) for additional testing. Service was on site not dispatched for this event as the customer is questioning sample from this one patient. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards receiving reproducible accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. The results were not reported out of the laboratory. The samples were repeated on an alternate method and recovered within the normal reference ranges. The customer did not report affect to the patient or user attributed or connected to this event.